Event description:
It was reported that the customer's fill estimates were inaccurate after loading cartridges with insulin that was not at room temperature. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.